Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd¿ luer-lok control syringe, the needle was broken. The consumer stated ¿ it was reported the end of control syringe broke.¿ there was no report of injury or medical intervention

Manufacturer narrative:
Investigation results: no samples (including photos) were returned therefore the complaint could not be confirmed. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. DHR review for batch 7235662 (p/n 304134): manufacturing dates: 10/02/2017 to 10/04/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7235662 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.